Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the front panel of the device flashed. The user returned the device to olympus repair center. Olympus repair center found that the inlet of the device was burnt and carbonized. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc was able to reproduced the reported phenomenon. The evaluation confirmed that flashing the light emitting diode (led) on the front panel occurred due to failure of the turret. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the evaluation, flashing led could have occurred, as the turret failed due to aging deterioration. The burned and carbonized inlet could have been attributed due to aging deterioration.